Event description:
(B)(6)'s daughter tested her mother's blood sugar and got a reading of 598 mg/dl on prodigy's meter, but (B)(6) had no symptoms. (B)(6) was drove to the ER and glucose reading was 363 mg/dl upon arrival at the ER. The ER gave (B)(6) 10 units of insulin. Blood glucose reading upon discharge from the ER was 227 mg/dl. Pdc's caller found the test strip pt is using is coded prodigy ts, which are not compatible with the prodigy autocode meter. Advised the caller that the pharmacy ordered her the wrong test strip for her mother's meter. Pdc sent replacement for meter, test strip, and control solution.